Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the sureform 60 stapler instrument¿s extremity joint, which has a rubber cover, came out of the patient damaged. A piece of the broken rubber that surrounds the stapler joint was not attached. No known impact or patient consequence was reported. On 04/16/2026, intuitive surgical, inc. (Isi) received user facility report mw5185623 stating: the da vinci sureform 60mm robotic stapler's extremity joint, which is has a rubber cover, the equipment came out of the patient damaged. A piece of the broken rubber that surrounds the stapler joint, was not attached.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.